Manufacturer narrative:
(B)(4) date sent 2/11/2025 d4 batch #264d97. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, with a tyvek, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Additionally, a sample was sent to cincinnati for additional evaluation. A sample of tissue with multiple staple lines was returned for analysis. The sample was significantly degraded and handling of the tissue was not possible. The sample was CT scanned as supplied in the sealed container and several malformed staples and 3 clips were observed. No conclusions could be made based on this sample. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 264d97, and no non-conformances were identified. The lot/batch 264d97 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a roux-en-y gastric bypass, while firing on the pouch the motor made a funny noise. It was working hard. The motor seemed to be working extra hard. The tissue looked like minced meat. Case was completed with a like device. No patient harm was reported. The surgeon cut the misfire out of the stomach side and retained it for analysis.